Manufacturer narrative:
The returned product was patent. It met the requirements for reflux testing. It did not meet the requirements for leak, pressure-flow, and pre-implantation testing due to a tear on top of the dome. It is unknown how or when this damage occurred. Proteinaceous debris was noted within the valve. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during surgery on (B)(6) 2015, the doctor found that the strata nsc valve was leaking. Ac cording to the report, the doctor used a replacement product to complete the surgery.